Event description:
Additional info received from MFR on 12/17/1999: since the involved sample was not returned, a comprehensive evaluation cannot be performed and no specific conclusions can be drawn.